Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke in the joint and the surgeon converted to open procedure to remove the tip.

Manufacturer narrative:
Alleged failure: the device broke during the procedure; surgeon was unable to locate foreign object so converted to open. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device broke in the joint and the surgeon converted to open procedure to remove the tip.